Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Initial reporter. Zip code is not indicated at this time. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
One day following an intraocular lens (iol) implant procedure it was found that a haptic was detached from optic. The surgeon removed the lens and implanted other one. Additional information was requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the surgeon that the event was resolved with the removal of the original lens and replacement of another lens.